Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the hinge of the aspectic battery housing was broken completely, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the hinge of the aseptic battery housing was broken completely, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, hinge is broken, was confirmed. The technician concluded that the hinge was broken and the housing was received in two pieces. The device was scrapped by stryker.

Manufacturer narrative:
Failure analysis is in progress.